Event description:
Per the pt the pump cadd legacy sn (B)(4) being used to infuse her remodulin was beeping and showed an error message 56. "Did the product issue cause or contribute to pt or clinical injury: no, the pt switched to her second pump." The pump is going to be sent back to msd for evaluation. Dose or amount: 50ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah. Strength: 6400.